Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. H3 other text : the device remains implanted in the patient.

Event description:
There is an upcoming revision surgery. The surgeon will need to revise the talus to invision the tibia will be revised to infinity if the current implant is found to be loose.

Manufacturer narrative:
Please note the corrections made to the h6 device code, results code, and conclusion code: the reported event was confirmed based on available medical records and health care professional assessment the device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. Upon further investigation of the CT scans by healthcare professionals the following was observed ¿the tibial component does not show clear signs of loosening. The component has no radiolucence or any larger cysts. The pe cannot be assessed with CT but there is no indirect sign of dislocation or breakage. The talar component looks anteriorly migrated. Anterior it seems additionally loosened as there is radiolucence, e.g.missing bone substance there. The loosening or migration of the talar component is likely, however, it is possible, that it was already initially implanted to the anterior.¿ based on investigation, the root cause was attributed to a patient related issue. The failure was caused most likely by migration of talar component due to missing bone/cavitites. If device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
There is an upcoming revision surgery. The surgeon will need to revise the talus to invision the tibia will be revised to infinity if the current implant is found to be loose.